Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your insulin pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 360 mg/dl and a correction bolus was delivered to address bg. Pump system check was performed with tandem technical support (cts) and the pump time/date were found to be incorrect. Customer inadvertently forgot to correct the time for daylight savings. Cts assisted customer with correcting the time.